Event description:
It was reported that a pt sustained a blister on the mid sternum after a mr shoulder exam was performed in 2009. The pt went to the doctor ten days later to seek medical treatment. Three days later, the pt contacted the customer site to report the burn. At this time, the extent of the blister and medical treatment sought by the pt are not known. Details of the exam are also not available. Ge healthcare is currently making attempts to obtain add'l info of the event.

Manufacturer narrative:
An investigation is ongoing.